Manufacturer narrative:
G4: 26oct2020. B4: 26oct2020. H11: h6: patient code: the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although requested no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jun2020, b4: 22oct2020. The customer spoke with philips service engineer (se) and reported no patient involvement at the time of the reported event. The customer stated the unit had a blank screen, but the ventilator was still running. The customer reported to the se that the issue would be addressed by the facility. Although requested, no further information was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jun2020.

Event description:
The customer reported a ventilator with a blank screen. Patient involvement is unknown at this time. There was no allegation of harm associated with this report.